Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated a partial electrical reset on (B)(6) 2009.

Event description:
It was reported that the implantable pulse generator (ipg) encountered a partial power on reset (por) and required reprogramming for device reset. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).